Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
It was reported that the pulse generator exhibited -strange- noise with isometric movements. A freeze capture showed no atrial sensed tracking and no pacing in periods of greater than 1700 ms at a base rate of 60 ppm in ddd mode.